Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28oct2019. The customer attempted to calibrate the touchscreen, however, the issue persisted. The customer elected to have a third party replace the touchscreen and the issue was resolved. No further details were provided. No parts were returned to failure investigation, therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit had a touchscreen failure. The device was in use at the time of the event. However, there was no patient harm.